Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, a foreign matter at the outer box could be observed. However no conclusion could be reach as the sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device mm5274 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A photo of the device has been received however the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The device package had a fly in it. It is unknown what was used to complete the procedure. There were no adverse patient consequences reported.